Manufacturer narrative:
Corrected data: d.4., d.6a. & h.3. Manufacturer narrative: the reason for this instrument failure was reported as the screw of the guide broke off into the baseplate. The possible time in service for baseplate is 1 year and 5 months from manufactured date. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review shows two prior complaints filed against the instrument item number that reports a similar failure. Those are 2 - broke/cracked/damaged. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo, and examination shows the tip of the threaded thumb screw broke, confirming the complaint. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - while surgeon was screwing the single barrel drill guide into the baseplate, the screw of the guide broke off into the baseplate.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.